Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop and that prevented the helix from extending during re-positioning of the lead.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician had difficulty placing the lead. During initial testing, the measured values proved acceptable. However, on additional testing, the measured thresholds and impedance were significantly higher than before. The lead thresholds were also unstable. Fluoroscopy showed that the lead was detached from the desired location. The physician tried to reposition it, but found it difficult to do so and decided not to use the lead. A different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.